Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, based on the video and the logs, this is clearly an issue with the main electronics, which would require to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 where during periodic maintenance, the screen did not respond to set sitting and data entry. Furthermore, there was no patient associated with the reported event.